Event description:
Caller reported a malfunction on the pump, identified by the code malf 12, which was resettable. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue reappears.